Manufacturer narrative:
Information unknown/not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is between (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye as the patient could not tolerate the lens. The patient could not adapt to the lens despite giving it nearly 3 months. No other information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: jul 22, 2022 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut, in a way that did not sever the lens. The lens was cleaned and, no issues that could contribute to dissatisfaction could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues of explant and dissatisfied were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.